Manufacturer narrative:
(B)(4).

Event description:
It was reported "a iabp console encountered a few "high baseline" alarms and then a "pump/valve error" this morning in or 46 around 9:15 am in which the balloon stopped inflating/deflating for approx. 2 min. Resolved with no issues when we swapped out the console with our backup pump".no additional information on the patient's condition is available from the customer.

Manufacturer narrative:
(B)(4). The reported complaint of multiple alarms was confirmed by the field service engineer. The product was not returned for investigation. According to the service report, the pcs assembly was replaced to resolve the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarms. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "a iabp console encountered a few "high baseline" alarms and then a "pump/valve error" this morning in or 46 around 9:15 am in which the balloon stopped inflating/deflating for approx. 2 min. Resolved with no issues when we swapped out the console with our backup pump".no additional information on the patient's condition is available from the customer.